Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During power up of a fresenius 2008t hemodialysis (hd) machine, a user facility biomedical technician (biomed) reported that the system's front panel flashed and a burning smell was noted. Upon further inspection of the system, it was reported that the on/off rocker switch appeared burnt. The biomed replaced the rocker switch to resolve the issue. There were no machine alarms that occurred in conjunction with the reported issue. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed did not provide the number of hours that were logged on the machine. After the repair was completed, the biomed sated the machine was returned to service. The burnt rocker switch was discarded; no sample available for evaluation. However, a photo of the damaged part was provided. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.